Event description:
The customer reported that after administering an injection to a patient, the employee engaged the safety device on the needle. The safety mechanism released unexpectedly. When the employee re-engaged the safety device, the needle bent. Employee was unaware the needle was bent and poke herself while disposing the needle in sharps container. Additional information provided on 24nov2025 stated that the employee required lab work to be completed, but no other known treatments have been provided at this time.

Manufacturer narrative:
A non-conformance review was conducted for lot 25f150 and there were no ncs related to the reported event issued during the manufacturing of this lot. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no devices returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.